Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was unable to create flow despite being full of water. Continuously said priming. Device exchanged for alternative unit that then worked immediately so not a pad issue. Device tested on the test loop and still struggled to generate flow. Priming, low flow, air leak warnings showed. Drained the device to see if there was an air lock but the device would not draw water back into the tank.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was unable to create flow despite being full of water. Continuously said priming. Device exchanged for alternative unit that then worked immediately so not a pad issue. Device tested on the test loop and still struggled to generate flow. Priming, low flow, air leak warnings showed. Drained the device to see if there was an air lock but the device would not draw water back into the tank. Per follow up information received via mail on 04nov2024, the unit was not here yet. Per follow up information receive not resolved. On a patient at the time of failure, swapped out for the units with anothed via mail on 05nov2024, the device would be returned to the office this week. The issue wasr device. Patient completed therapy on the new device.

Manufacturer narrative:
The issue was confirmed as a failed fdl (fluid delivery line). This is not reportable. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause identified is failed fdl. The device was evaluated upon receipt. Unit functional but fdl has air leaks. Unit scrapped. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was unable to create flow despite being full of water. Continuously said priming. Device exchanged for alternative unit that then worked immediately so not a pad issue. Device tested on the test loop and still struggled to generate flow. Priming, low flow, air leak warnings showed. Drained the device to see if there was an air lock but the device would not draw water back into the tank. Per follow up information received via mail on 04nov2024, the unit was not here yet. Per follow up information received via mail on 05nov2024, the device would be returned to the office this week. The issue was not resolved. On a patient at the time of failure, swapped out for the units with another device. Patient completed therapy on the new device.